Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. Upon deployment of the trunk-ipsilateral leg component, the pt's right hypogastric artery was inadvertently covered. It was reported that the wrong size device may have been selected (pt vessel dimensions are unavailable). In addition, a final angiographic run revealed a small dissection flap in the proximal right external iliac artery. The physician believes this was caused by the introducer sheath. In regard to the covered hypogastric and the dissection flap in the proximal iliac artery, the physician has chosen to take a wait-and watch approach. The pt tolerated the procedure. The introducer sheath was discarded at the facility.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specs. Per the gore dryseal sheath instructions for use, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).